Event description:
Primelock broke off during insertion. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The visual examination showed that an overwhelming part of the primelock interfaces of the screw was broken off. This damage was most likely caused by a holding sheath insufficiently being tightened in the primelock thread and, or the primelock connection loosened during the rotational insertion of the screw by increased friction between the external and internal holding sheath. This, in combination with high lateral forces upon the screw, may have resulted in the given damage this complaint had been determined to be indeterminate. (B)(6).